Event description:
In the middle of the night woke up to a very wet bed, it was learned somehow the connector had come loose. There is no report of pt injury. No sample has been received for an evaluation.